Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012657574 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the spiral array segment, the electrode(s)# 5 was observed to be displaced. On the spiral array segment, the spiral array pebax tube was observed to be kinked and dent marks on the array distal arm pebax were observed. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot and lopot verifications (where applicable) were carried out. Electrical continuity test revealed an open loop on the electrode #5 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During inspection of the array segment, an electrode wire to electrode #5 detachment was observed. In conclusion, the reported spiral array inversion and knotting was not observed. The catheter failed the return product inspection due to electrode wire to electrode displacement and spiral pebax tube kinking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when the interface cable was connected severe noise prevented the display of potentials. The interface cable was replaced, which resolved the issue. After inserting the loop catheter into the body, an attempt was made to deploy the electrode array, but it was unsuccessful. It was noted that the spiral array had flipped. Several retrieval and deployment attempts resulted in a knot-like formation, leading to the decision to remove it. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.